Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral approach via the femoral artery. The 100% stenosed target lesion was located in mildly tortuous and moderately calcified right posterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mm non-bsc balloon catheter was advanced for pre-dilation. Then, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for further dilation; however, upon inflating the balloon within the specified pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.5x220mm coyote balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon, wire/inflation lumen. Microscopic inspection revealed a hole in the balloon material located 1 mm distal of the distal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube and tip damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral approach via the femoral artery. The 100% stenosed target lesion was located in mildly tortuous and moderately calcified right posterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mm non-bsc balloon catheter was advanced for pre-dilation. Then, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for further dilation; however, upon inflating the balloon within the specified pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.5x220mm coyote balloon catheter. No patient complications nor injuries were reported.